Event description:
The customer stated he was hospitalized for high blood glucose and the reading was 580 mg/dl. The customer stated he felt light-headed and nauseous prior to the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test but the customer did not have the tubing clamp to perform the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.